Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was sitting in a chair and their stimulation ¿just quit¿ for 4 ¿ 5 minutes. The patient connected to the ins and saw that they were on group a and that the therapy was on. The patient was able to decrease stimulation but was unable to increase stimulation due to a settings not available screen. The patient was able to switch to group b and was seeing the same screen when they try to increase the stimulation. It was also reported that the patient¿s controller was acting funny. It was reported that the controller battery had run down and needed to be charged. However, when the patient removed and replaced the lithium ion battery, the controller started working again. No further complications are anticipated.